Event description:
The customer reported to beckman coulter (bec) that coulter lh500 hematology analyzer was not aspirating and the sample was being filled with diluent. The customer stated the issue initially started with the secondary mode, but subsequently occurred for both modes. The primary and secondary mode was not giving white blood counts (wbc) and hemoglobin (hgb) value was reading low. The customer stopped running the instrument when the problem was identified. The customer did not provide instrument printouts and was unable to provide any additional information regarding this event. The actual results could not be investigated and flagging could not be assessed. Quality control (qc) was run before the event; however, the results are unknown. No erroneous results were reported out of the laboratory. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse performed troubleshooting and discover a faulty hemoglobin (hgb) lamp. The fse replaced the hgb lamp and calibrated. Upon further inspection, the fse found fault on the tube forward retract and corrected. The fse also found the probe was not operating properly with tube forward retract issue which was corrected. The fse conducted a start up; reproducibility and controls passed upon verification of the system. The fse advised the customer to order more latron primer and latex as soon as possible. Failure mode was attributed to a faulty hgb lamp and probe not functioning properly.